Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A user facility biomedical technician (bmt) replaced the sensor cable and sensor board to resolve the issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned sensor cable. The sensor cable appeared to have a hole. The burned sensor cable was noticed during a preventative maintenance. The biomed replaced the sensor cable and reseated the sensor board, but then encountered a 'cond offset failure' message. Technical support advised biomed to try swapping the sensor board and place the machine in service mode to run dialysis treatment. Biomed was able to run the 2008t machine successfully with the new sensor board and cable. The unit was returned to service at the user facility without issue. Additional information was requested, however was not provided.